Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an angio-seal device was used to close, however, hemostasis was not achieved. Manual compression was applied. They felt that the collagen did not deploy. There was nothing left behind in the patient as they screened the leg. There was no harm to the patient.

Manufacturer narrative:
One 6f angio-seal vip carrier tube assembly was returned for evaluation. Visual inspection revealed the device was in the full rear lock position of the deployment sleeve but completely unmated from the hemostasis sheath. The anchor was stuck in the valve on the hemostasis sheath with the suture still uncut and connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was slightly distally dislocated proximally. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device position was lost within the artery, and the device was incompletely pushed to forward lock position or the tip of the hemostasis sheath was obstructed by subcutaneous fat, opposite end of the artery or some other foreign obstruction. However, the exact cause of the reported event cannot be definitively determined based on the available information.